Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia. The patient's blood glucose levels dropped below 70 mg/dl while wearing the pod between 24 and 36 hours. Patient's fiance called an ambulance after he lost consciousness and had a seizure. Paramedics treated the patient with sugar water, had him eat food and pod was removed. The paramedics left after spending a few hours at the patient's residence.